Event description:
It was reported that the iab was inserted without difficulty. The next day, after surgery was completed, the iab was removed due to helium leak alarms on the pump. There were no patient complications.